Event description:
Blood tinged color was noted in the cardioplegia heater/cooler. The surgeon was notified. No more cardioplegia was given. Additional antibiotics were given to the patient. Urine was clear, no evidence of hemolysis, potassium normal, unit secured for evaluation. Entire lot was removed from service.